Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, the trunk cable was pulled from the strain relief, damaging the j702 connector on the pca board inside the distribution node (dn). The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the cable. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that the patient's device was producing service code 204.